Event description:
It was reported that the patient presented with "c3-c4 and c5-c6 disk herniations with spinal stenosis. Chronic neck pain. Chronic right lower extremity sciatica. Arachnoiditis. Possible delayed union versus pseudoarthrosis lumbar spine." The patient underwent c3-c6 acdf using rhbmp-2 with interbody cages and an anterior cervical plate. Disk and osteophyte complexes were decompressed posteriorly of the spinal cord and nerve roots. The bmp was placed within the interbody devices at each level. No complications were noted. 5 days post-op, a CT scan of the cervical spine indicated "soft tissue inflammation within the prevertebral soft tissues anterior to the anterior cervical fusion site at c3-c6 as well as adjacent soft tissue changes in the subcutaneous fat within the right anterior neck. This may all be related to recent surgery, however, given the patient's history developing phlegmon/abscess should be considered." 56 days post-op, a CT of the lumbar spine demonstrated "postsurgical changes to the lumbar spine with minimal spondylitic changes. No definable central canal or neural foraminal stenosis. 183 days post-op, the patient presented for follow-up. Per the physician's notes, she is doing extremely well. All of her neck and arm pain has gone. 478 days post-op, a CT of the lumbar spine was performed. Per the report, the patient has a history of abnormal bone scan and recent diagnosis of renal cell ca post nephrectomy. 1189 days post-op, the patient presented with neck pain and left arm paresthesia. A CT scan of the cervical spine demonstrated an apparent area of ossification posterior to the cervical spinal cord at the level of c6. Findings probably related to an area of heterotopic bone from prior intervention and again this causes central canal stenosis of a mild to moderate degree with an ap diameter of 8mm. 1947 days post-op, the patient presented with lower neck pain and left arm numbness. A CT cervical myelogram demonstrated stable anatomic fusion extending from c3 through c6. There is some mild spinal stenosis noted at c3-c4. Moderate spinal stenosis is noted at c5-c6 secondary to posterior osteophytic ridging. There is severe acquired spinal stenosis at c6-c7.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of imaging studies found as follows: CT (B)(6) 2004 does not open for viewing. CT (B)(6) 2005 - interbody spacer right l5 with minimal posterior positioning. Screws at l4, l5, s1 appear well positioned. (B)(6) 2005 CT does not open for viewing. Cervical CT (B)(6) 2007 ossification in canal c5/6 dorsal to dura. No continuity with acdf graft or bmp. Solid fusion noted with good screw and plate position. Studies (B)(6) 2008 through (B)(6) 2012 did not open.